Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: d4: lot# is 62122210. Complaint sample was evaluated and the reported event was confirmed. A flexible reamer was returned for evaluation. Visual inspection of the returned product identified the shaft to be fractured into multiple pieces. The dimensional analysis where measured is within the print specifications. The device has a potential field age of 11 years and it is unknown how many times the device was used. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date rec'd by MFR: occurred in the UK. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded

Event description:
It was reported that during the surgery, the end of the reamer fractured. All the pieces were removed from the patient. Attempts to obtain additional information have been made; however, no more is available.